Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device and delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and released in the laa of the patient after meeting release criteria. Approximately five (5) hours post procedure, the closure device was found to have dislodged from the laa. The closure device was removed from the patient. There were no patient complications that were reported to have occurred as a result of this event.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and released in the laa of the patient after meeting release criteria. Approximately five (5) hours post procedure, the closure device was found to have dislodged from the laa. The closure device was removed from the patient. There were no patient complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman closure device (implant) without the delivery system was returned for evaluation. The device was visually and microscopically inspected. Visual inspection found holes in the implant fabric. Microscopic inspection of the device found anchor damage and a broken tine. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. The observed fabric and frame damage is consistent with damage that can occur when retrieving the device. The observed anchor damage is consistent with deploying and recapturing the implant.